Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, "after insertion of the iol implanted was noted to have two full thickness tears in the optic". The procedure was completed. Additional information was provided by the nurse, who reported that the lens was implanted. Tears observed after insertion. The procedure was completed with a different lens. In the surgeon¿s opinion the cartridge cause or contributed to the event.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: only a portion of the lens, approximately one quarter, was returned in the lens case inside the opened carton. Solution was dried on the lens. The returned optic portion contained one haptic. The optic portion has a deep scrape alongside the broken/torn damage. Two cartridges were also returned inside the opened carton. It is unknown which cartridge was used with the lens delivery. Only a small amount of viscoelastic was observed inside each of the cartridges. Each of the cartridge tips have stress lines. The wing tabs of each cartridge show uneven compression so that one tab is fully compressed. This may indicate that the cartridges were not fully seated into the handpiece. Both cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with both cartridges with acceptable results. All product and batch history records are quality reviewed prior to product release. Qualified associated products were used. The returned lens was torn and only a portion of the lens was returned. The root cause may be related to a failure to follow the directions for use. While it is unclear which returned cartridge was used with this lens, both cartridges exhibited an inadequate amount of viscoelastic. The manufacturer internal reference number is: (B)(4).